Event description:
It was reported that during an unk procedure, for one lcsc5, blade error occurred at about 30 minutes after started using (with gen04). For another lcsc5, tissue pad bent. Another device was used to complete the case. There was no adverse consequence to the pt.